Event description:
Customer reported the alarm has battery corrosion. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) battery leakage, corrosion. Evaluation of the returned product found the unit did not power up when tested with batteries. Further investigation revealed the battery door has corrosion and battery leakage. The unit powered up with a power supply and appears to work. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. (B)(4).